Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; rupture.

Event description:
Healthcare professional reported left side "intact" via MRI and exchange with no complaint against the device. Healthcare professional later reported left side "contracture [baker grade unknown]/rupture" following explant surgery. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture and capsular contracture was received on june 05, 2025, with lot number 2268955. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion, non-penetrating nick and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported left side "intact" via MRI and exchange with no complaint against the device. Healthcare professional later reported left side "contracture [baker grade unknown]/rupture" following explant surgery. Device was explanted and replaced.